Event description:
This dvt removal was performed with the trellis in (B)(6). The physician was using trellis 120cm in cross-over technique. After 6 min of oscillation, the sound of the odu changed and the device stopped the oscillation. The physician removed the catheter and noticed that the wire was broken in two. All parts were removed. Another trellis was used to complete the procedure. No patient harm, no medical intervention or extension of surgery time.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested it. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis peripheral infusion system, (legacy), was received for evaluation without any ancillary devices or cine images from the procedure. The trellis system was returned in several pouches packed in its transportation tray within its shelf carton. The dispersion wire appears to have separated approximately 108cm distal of the luer lock hub of the oscillation drive unit. The proximal separation face appears to be perpendicular to the dispersion wire. The wire core exhibits torsional separation. The distal end of the catheter was examined: all components accounted for and the balloon chambers are intact. A kink in the catheter was noted approximately 7mm proximal of ro marker band 1. The kink in the catheter is in the same area as the separation of the dispersion wire.

Manufacturer narrative:
Physician name received